Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The field service engineer (fse) confirmed the reported problems. The fse performed troubleshooting and determined that the air flow sensor was bad. Fse was also able to discover an interior air flow hose was damaged and leaking. The fse replaced the air flow sensor and replaced the interior tubing. Fse tested the unit after the repair were made and the unit operated correctly. Failure analysis of the returned part indicates: the reported complaint of the air flow sensor reading out of spec. Was duplicated, contamination was found on the heated film element that will result flow readings not accurate. Fault was found on the returned air flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported airflow accuracy test failed, noise, & interior airflow hose was damaged & leaking. There was no patient involvement.